Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stenosis and phrenic nerve damage could not be conclusively determined.

Event description:
Following an ablation procedure on (B)(6) 2021, the patient was diagnosed with a right inferior pulmonary vein stenosis on (B)(6) 2021 via CT scan. No intervention was administered for the right inferior pulmonary vein stenosis. On (B)(6) 2021, the patient was then diagnosed with phrenic nerve paralysis which caused left-sided diaphragm paralysis. The physician did not know the cause of the phrenic nerve damage. No intervention was possible. As of (B)(6) 2021, the patient was noted to be stable. There were no performance issues with the abbott device and no issues noted during the ablation procedure.